Manufacturer narrative:
(B)(4).

Event description:
It was reported that right atrial (ra) lead pacing was not delivered when required. This lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.